Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported by the sales rep in (B)(6) that during a vbs (t12) surgery for treating centrum fracture on (B)(6) 2022, it was observed that the stent balloon inflated eccentrically. According to the report, the balloon ruptured during troubleshooting. The rest of the procedure was completed without a further issue. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This complaint involves one (1) device.